Manufacturer narrative:
(B)(4) initial report. Additional information, including post primary and pre revision x-rays and the explanted devices has been requested in order to progress with this investigation, and if received, will be provided in a supplemental report upon completion of the investigation. The appropriate device details have been provided and the relevant device manufacturing records will be identified and reviewed.

Event description:
Cormet revision after approximately 3 years and 3 months.

Manufacturer narrative:
(B)(4) final report. Additional information, including post primary and pre revision x-rays and return of the explanted devices was requested in order to progress with this investigation, however, they were not available and thus there was only very limited information available for this investigation. The appropriate device details were provided and the relevant device manufacturing records were identified. All parts associated with these records conformed to material and dimensional specification. Based on the information provided for this event, no further investigation can be conducted at this time and thus corin now consider this case closed. However, should any additional information be provided, or if the explanted devices are returned for examination then this case may be re-opened for further investigation.

Event description:
Cormet revision after approximately 3 years and 3 months.